Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2026. On (B)(6) 2026 around 3:30 pm the patient was walking fine but at the next moment, she was not feeling right. The patient checked the cgm and it was at 110 mg/dl and then she passed out. The reporter (mother) was able to wake up the patient with glucose gel and as soon as the patient regained consciousness, she gave her gummies. When the patient regained consciousness, the reporter compared cgm and bg. The cgm was at 186 mg/dl while the bg was at 70 mg/dl. The reporter was not able to check the bg while the patient was unconscious prior to passing out. The parent noted a minor scrape on arm and leg due to the loss of consciousness (loc). The patient did not visit a healthcare facility; there was no ongoing treatment and was reported to be feeling fine during the interaction (B)(6) 2026. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid on (B)(6) 2026. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications on (B)(6) 2026. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.